Manufacturer narrative:
Part 391.201, lot p305525: release to warehouse date: march 10, 2017. Manufactured by synthes monument. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. No service history review can be performed as part number 391.201 with lot number(s) p305525 is a lot/batch controlled item. The service history review is unconfirmed. Please launch a device history record (DHR) review. A service and repair evaluation was completed: the customer reported the cable could not be fed through the cable tensioner. The repair technician reported the nose piece was bent and loose. Bent is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. A product investigation was completed: the device was returned to service and repair where the nose piece was found to be bent and loose. The device was forwarded to customer quality where the service evaluation findings were able to be confirmed. The reported complaint condition of inability to feed cable through the tensioner was unable to be replicated as no cable was returned with the device. No definitive root cause was able to be determined as method of use at the time of failure is unknown, however based on the received condition of the instrument, device usage likely contributed. Relevant drawings for the returned device were reviewed (both current revision and from the time of manufacture. The design, materials and finishing processes were found to be appropriate for the intended use of this device. No dimensional analysis is applicable due to post-manufacturing damage. No service history review was possible as the device is lot/batch controlled. A device history review, including material and hardness reviews, was performed for the returned instrument¿s lot number and no material review reports, non-conformance reports or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient weight was not provided for reporting. Device is an instrument and is not implanted / explanted. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient initially had an unknown manufacturer total hip implant on unknown date. Patient then sustained a fracture under the stem of the total hip implant. Patient underwent a periprosthetic femur fracture of the right side on (B)(6) 2017 with synthes devices to repair the fracture. During the surgery, the surgeon could not feed a cerclage cable with crimp through the cable tensioner. A backup cable tensioner was available at another hospital. While obtaining the backup, surgeon proceeded with the surgery. Surgeon implanted the plate and screws and prepped the cables. The backup cable tensioner was used to effectively tension the cables. Procedure was successfully completed without any surgical delay. No medical intervention required. Patient status/outcome was reported as stable. Concomitant devices reported: 1.7 mm cable with crimp 750 mm-sterile (part # 298.801.01s, lot # p241622, quantity # 1). This report is for one (1) cable tensioner. This is report 1 of 1 for (B)(4).